Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. The lot number was not provided. Hence, a DHR could not be completed. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "they fall out when they get wet with secretions and the plastic connector is too large to fit our patients". No patient harm or injury. The patient status is reported as "fine".

Event description:
It was reported that "they fall out when they get wet with secretions and the plastic connector is too large to fit our patients". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.